Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during the hospitalization for gi bleeding on (B)(6) 2016, the patient was found to be hyperkalemic. The potassium on admission on (B)(6) 2016 was 7.6 and ranged from 5.2-7.6 during the event. The patient was treated with the following: calcium chloride 1 gram intravenously(IV) on (B)(6) 2016 and 2 grams IV on (B)(6) 2016; calcium gluconate 1 gram + 2 g IV on (B)(6) 2016 and 1 gram IV on (B)(6) 2016. Dextrose 50% 25 gram IV x2 was given on (B)(6) 2016 12.5 gram IV on (B)(6) 2016 and on (B)(6) 2016, 25 gram IV and 25 gram IV x3 on (B)(6) 2016. Regular insulin 10 units IV x3 was given on (B)(6) 2016, 10 units IV on (B)(6) 2016, and 8 units IV on (B)(6) 2016. The potassium returned to normal range on the (B)(6) 2016.